Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 40 mg/dl and 55 mg/dl. Customer treated with glucose tablets and food. The customer stated that the device was not making any sound when alarming. They did not hear the difference between audio volumes 1 and 5. The device failed the audio test. It was not reported whether auto mode was active at the time of the incident. Customer declined troubleshooting for low blood glucose. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Device received with the audio alert functioning properly. No audio alert anomaly noted. Volume level changes properly. Pump error 63 (variable 3) was confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly. Device received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Device passed displacement test and self test. The audio tones/beeps functioned properly, audio options volume 1-5, all sound setting ware same levels. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly.